Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
It was reported that signal loss over one hour occurred. Product was received for evaluation. However, the returned product does not match the alleged product. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.